Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient previously receiving intrathecal baclofen (unknown) 2000 mcg/ml at 398 mcg/day and currently receiving intrathecal baclofen (unknown) 500 mcg/ml at 398 mcg/day via an implantable pump. The hcp reported that the patient came into day and they changed the concentration from 2000 mcg to 500 mcg of baclofen at 3 pm today. The daily dose was 398 mcg / day - the hcp stated that patient was reporting that his legs were floppy. The hcp stated that she did not program a bridge bolus after the concentration change. The hcp did not have the catheter volume but would call back to calculate a bridge bolus. The hcp called back to program advanced bridge bolus after pump was infusing for 3.5 hours. Catheter volume was 0.162ml. 0.289ml+0.162ml-0.111ml infused= 0.34ml new bolus volume in advanced mode.